Manufacturer narrative:
On (B)(6) 2017, via a phone call, a technical support specialist (tss) instructed the customer to perform a bleach-cleaning and rerun the precision. However, the customer declined and field service engineer (fse) was dispatched. On (B)(6) 2017, a phone call by fse and instructions were given for the decontamination of the wash diluent and substrate. There was no follow up performed to determine if the decontamination resolved the issue. Probable cause of the event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that they have been having precision issues with their a1a-600ii. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event which potentially resulted in discrepant results of patient samples. There was no indication of patient intervention or adverse health consequences due to the potential to report discrepant results.